Event description:
Clinical study. It was reported that, post index procedure, the pt had a tvr consisting of coronary artery bypass grafting (CABG). The index procedure treated 2 target lesions. Target lesion 1 was a previously grafted de novo portion of the proximal left anterior descending (lad) artery. The lesion was 3 mm wide, 50 mm long, and 70% stenosed. There was no calcification or tortuousity. The physician direct stented the lesion with two overlapping 3.0 x 32 mm taxus express2 stents. Residual stenosis was 0%. Target lesion 2 was a previously grafted de novo portion of the mid lad. The lesion was 2.5 mm wide, 6 mm long and 90% stenosed. There was no calcification nor tortuosity. The physician predilated the lesion prior to placing a 2.5 x 8 mm taxus express2 stent, overlapped with another manufacturers bare metal stent. Residual stenosis was 0%. The pt rec'd angiomax during the procedure. The pt was discharged one day later on aspirin and plavix. 478 days post index procedure, the pt had a CABG procedure from the svg to mid lad, due to diffuse in-stent restenosis. In the opinion of the physician, there was a probable relationship between the taxus stent and the tvr (CABG).

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 7007564 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause cannot be determined.